Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic area') in a 36-year-old female patient who had essure (batch no. 731804-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia and ovarian cyst. Concurrent conditions included headache and graves' disease. Concomitant products included atenolol, ibuprofen, levothyroxine, sumatriptan succinate (imitrex df) and topiramate (topamax). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression/psych injury") and anxiety ("anxiety,mental anguish"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea(cramping)"), 4 years after insertion of essure. On (B)(6) 2015, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), migraine ("migraines") and headache ("headache"). On an unknown date, the patient experienced genital haemorrhage ("gen.abnormal bleeding"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candida vaginosis"), vaginal discharge ("vaginal discharge") and post procedural complication ("post removal complications: yes"). The patient was treated with metronidazole (metrogel) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, genital haemorrhage, bacterial vaginosis, vulvovaginal candidiasis and vaginal discharge had resolved and the vaginal infection, depression, anxiety, migraine, headache and post procedural complication outcome was unknown. The reporter considered anxiety, bacterial vaginosis, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, post procedural complication, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. The reporter commented: treatment received for pelvic pain, gen. Abnormal bleeding, menorrhagia, bacterial vaginosis, candida vaginosis, vaginal discharge, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded; on 10-nov-2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-may-2020: pif received. New events added: post removal complications, bacterial vaginosis, candida vaginosis, vaginal discharge, gen.abnormal bleeding. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic area') in a (B)(6) female patient who had essure (batch no. 731804) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia and ovarian cyst. Concurrent conditions included headache and graves' disease. Concomitant products included atenolol, ibuprofen, levothyroxine, sumatriptan succinate (imitrex df) and topiramate (topamax). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("anxiety,mental anguish"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea(cramping)"), 4 years after insertion of essure. On (B)(6) 2015, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), migraine ("migraines") and headache ("headache"). The patient was treated with metronidazole (metrogel) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the vaginal infection, depression, anxiety, migraine and headache outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded; on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2019: pfs and mr received. Following events were added: abnormal bleeding (vaginal, menorrhagia), vaginal infection, depression, anxiety, migraines, headaches, dysmenorrhea(cramping). Lot number added. Concomitant conditions and concomitant products added. Reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic area') in a 36-year-old female patient who had essure (batch no. 731804-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia and ovarian cyst. Concurrent conditions included headache and graves' disease. Concomitant products included atenolol, ibuprofen, levothyroxine, sumatriptan succinate (imitrex df) and topiramate (topamax). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("anxiety,mental anguish"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea(cramping)"), 4 years after insertion of essure. On (B)(6) 2015, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), migraine ("migraines") and headache ("headache"). The patient was treated with metronidazole (metrogel) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the vaginal infection, depression, anxiety, migraine and headache outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded; on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2019: ¿update of information (batch is not valid).¿ incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.